Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified; however, it is likely that water leakage from the detached cable boot led to the malfunction, resulting in the temporarily no image issue. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. ·while the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. ·never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there were times when the image of the root buckling on the scope side did not appear from the camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced, however, it likely occurred due to cable failure noted. In addition, there was root buckling on the side of the scope due to physical stress, the image was noisy due to deterioration of the camera cable, the video connector contact was corroded due to stress, the camera cable/ charged coupler device was flooded, and the camera head boot protector had degradation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.